Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the irs or return fields in oracle the evaluation is identified as a seat / upholstery damage. Sagging upholstery.

Event description:
Dealer states the seat upholstery has stretched.